Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and labeling review. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics evaluation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. An evaluation is in process.

Event description:
The customer observed falsely (B)(6) results while using the architect anti-hbs reagents. The following data was provided for the patient. Initial (B)(6). The customer stated that the patient was (B)(6) when tested in (B)(6) 2015, (B)(6) 2016, and (B)(6) 2017, however the method used and specific values were not provided. No impact to patient management was reported.